Manufacturer narrative:
Patient information is unknown. Unknown when the screws broke. This report is for three unknown screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the implant surgery was performed on (B)(6) 2013. After the surgery the patient underwent two follow-up post-operative hospital visits with no consequences. On (B)(6) 2015 another follow-up visit was performed and it was seen that two (2) screws and one (1) screw head were broken. As a consequence, the patient has been re-operated on (B)(6) 2015 for screw removal. The revision surgery took forty-seven (47) minutes. This report is for three unknown screws. This is report 1 of 1 for (B)(4).